Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, fentanyl, and clonidine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they lost their communicator while on vacation and they had not been able to bolus since (B)(6) 2024. The patient stated that they had been in and out of the hospital because they had not been able to bolus. Per the patient, they were going through withdrawals, were in a lot of pain, were not able to sleep at all, and were "out of it." The patient stated that they bolused 8 times a day and typically bolused all 8 during the night because they could not sleep. The patient then stated that they were having to charge their handset more than 1 time per day; it did not hold a charge; and sometimes they had difficulty connecting the ptm (personal therapy manager) to their pump. Due to the patient not having the communicator, the agent was unable to troubleshoot with the patient. A replacement communicator was requested from the repair department; the patient was transferred to hcit (healthcare information technology) for assistance with the handset; and they were going to call back if they needed further assistance.